Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of the unit alarms ¿cassette not attached properly, reattach cassette¿ was confirmed. The cause was found to be a faulty downstream occlusion (dso). The dso sensor was replaced to correct the problem, and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the unit alarms "cassette not attached properly, reattach cassette.'' The reporter stated they tested with different cassettes that work fine on other pumps, but the alarm still occurs. Patient involvement was unknown. No patient harm/adverse event was reported.